Event description:
(B)(4). No serious injury alleged. Malfunction alleged.dealer states the chair was shutting down. Dealer also states he ohm'd the motor and got 9 ohms which is out of range.MDR filed.